Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision surgery required. Pt complaining of pain. Surgeon took an x-ray and discovered that the femoral stem had fractured and broken into 2 pieces.